Manufacturer narrative:
During the investigation, the customer's instrument logs were reviewed around the timeframe of the incident. It was noted that although the customer's controls were within the expected range flags were associated with the quality control indicating that a component was expired. Further review found the creatinine calibration was expired, and the customer was using an expired component on the analyzer, bulk solution, and wash solution. A review of the complaint tracking and trending database was performed, which found no complaint trends associated with the creatinine reagent. Field data was reviewed to assess the performance of the reagent lot; the median patient result for lot 64131un18 was within established baselines. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issues or product deficiency was identified for the creatinine reagent.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results on the architect c4000 analyzer. The following data was provided: sid (B)(6) initial 2.91, repeat 0.87, 0.87 mg/dl. There was no impact to patient management reported.